Event description:
It was reported that the filter had migrated and was perforating the mesentery. On (B)(6) 2002, the patient was implanted with a greenfield filter. On (B)(6) 2019, the patient received an abdominal CT scan to evaluate placement of the inferior vena cava (ivc) filter. There was no filter present within the ivc, but there was a filter present within the right iliac system. The filter appeared to be a greenfield type filter and was located within the right common iliac vein and external iliac vein. There was a filter strut along the right lateral wall of the common iliac vein with perforation by approximately 1 mm beyond the wall. The same strut was abutting the right psoas muscle. A second filter strut was seen projecting beyond the iliac wall more posteriorly, and appeared to be adjacent to a small vein. Filter strut perforation was also observed to the left of the common iliac vein separated y no more than 1 mm, and was along the medial wall of the right common iliac artery. No further patient complications were reported.